Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that it was unknown at this time whether or not the ins flipping or moving within the pocket had been confirmed. The cause of poor coupling was unknown. The recharger antenna was replaced to help resolve the poor coupling issue, however it was unknown if the issue had been resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient barely got 6-8 bars, but mostly got 0, 2, or 4 bars. The caller said the rep was made aware of the issue today and told them to call for a new part. There was no visible damage to the recharging antenna. An email was sent to repair and the patient would be receiving a replacement in the mail. Additional information was received from the rep stating that the highest number they could get was 56. The caller thought that the ins might be flipped. It was reviewed that based on the fact they could occasionally got more than 2 boxes it was unlikely it was flipped but potentially oriented poorly and/or the ins was too deep. The caller stated the ins had some movement within the pocket and that had been the case since implant on (B)(6) 2019 and that the movement may have a direct connection to the coupling issue. The caller noted that the patient¿s doctor wanted to evaluate the external equipment before anything else. The caller stated they would likely have the patient do an x-ray just to confirm the ins status within the pocket.